Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. The mtm has been returned and evaluated by the failure analysis team. Failure analysis confirmed and replicated the reported issue upon reviewing the system logs. Error 23017 was found upon reviewing a system logs. Upon visual inspection, the mtm was installed onto an in-house system where error 23017 was triggered indicating a fault on axis 7 on the mtm.

Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted cholecystectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error a non-recoverable error 25588 occurred on the surgeon side console (ssc). The customer powered off the system, disconnect the ssc and powered on the system in normal mode without errors. The tse could not find any error in the logs after the system restart. The procedure was completing as planned with no reported injury.